Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated it seemed like they had to charge their implant every day now. Patient said they used to be able to go 3 days or so, but then increased to every other day and now they had to charge almost every day. Patient said they started to notice charging more often probably a couple months ago now. Agent asked, patient said they did not change their settings and had not had any falls. Agent reviewed implant charge depletion depended on settings/usage and the patient was redirected to their healthcare provider to further address the issue. Patient said they'd probably wait until after the holidays to contact the office.